Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 327 mg/dl. Customer will treat with manual injection. The right end cap is being pushed away from the case by piston. Customer noticed the action during priming. Customer has dropped the insulin pump in the past. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Unable to perform the basic occlusion, prime and excessive no delivery tests due to a cracked end cap. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.